Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient wanted to know if patient services could check which programs the patient was programmed on. The patient reported they had a change in pain relief. Patient noticed the change probably this week. Patient mentioned sometimes when patient goes into MRI mode, it goes to a different program. The patient was wondering if they changed something by accident that caused a change in pain relief. Reviewed we do not have access to patient's programming. Redirected to healthcare provider. Reviewed patient could try increasing the intensity or changing groups.